Manufacturer narrative:
Per 21 cfr 806 ge healthcare initiated a medical device correction for this issue under report no. Z-0009-2014.

Event description:
The hospital reported that, at start of case following manual ventilation, the clinician switched to mechanical mode. The ventilator provided larger than expected tidal volume. The clinician lowered the fresh gas flow and switched to vcv mode. The case was completed with no further reported complaint. There was no reported patient injury.